Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient reported they were going to go to the hospital; however, it was not reported if the patient was hospitalized for the peritonitis event. Treatment, action with pd therapy and patient outcome were not reported. The patient did report "everything has been taken care of". No additional information is available.